Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that during a code, while the device in AED mode, a shock was advised. The device auto disarmed 6-7 seconds after it was charged. This event occurred while in use on a patient. The involved patient died.

Manufacturer narrative:
The hospital biomedical engineer tested the involved defibrillator using the involved therapy cable. The biomed could not reproduce the reported symptom. The device passed all performance verification testing. The biomed reviewed the printed ECG strips and observed several disarm events that occurred before the configured 30 second auto disarm setting. The biomed sent a data card with the complete electronic event file for clinical review. The electronic event file was reviewed. The files showed that the patient had a dual chamber permanent pacemaker. There were frequent analyses of the waveform in the AED mode with a number of ¿no shock advised¿, ¿shock advised¿ and ¿disarm¿ messages. For the 5 shocks that were advised, all shocks were disarmed by the device within 6-7 seconds. Note that the shock advisory algorithm continues to analyze the rhythm after a shock is advised and before the delivery of energy. If a rhythm becomes non-shockable, the device will disarm the energy. Additionally, the mrx IFU warns users that the AED algorithm is not designed to handle erratic spiking problems caused by a properly or improperly functioning pacemaker. The device passed all performance verification testing done by the customer biomedical engineer and there is no information that supports that a malfunction of the device occurred. The device reanalyzed certain waveforms and disarmed the energy for certain AED decisions based on continued reanalysis of the ECG waveform.